Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bones with bone plates and bone screws, and implanted bone void filler (this product) into the spaces created after the osteotomies. The patient underwent hardware removal about 12 months after the ako. During the hardware removal, the surgeon found plate breakage and a type 1 hinge fracture. There is a slight delay in bone healing at the osteotomy site. No specific sign suggesting plate breakage had been observed during the post-operative follow-up period until the hardware removal. It is also unclear when the type 1 hinge fracture occurred. The patient had neither developed notable adverse events nor complained of abnormal symptoms.

Manufacturer narrative:
This product is either of the following products: a product with the lot number of m19909c676 (device manufacturer date; december 10th, 2019), or a product with the lot number of m19910c678 (device manufacturer date; december 12th, 2019). The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: 1. Important basic precautions: (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.